Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level. Customer's bg was "low" according to continuous glucose monitor readings and was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding any future low bgs.